Event description:
A customer reported experiencing a leakage of insulin from the cartridge on three separate occasions over several months. There was no adverse impact to the customer¿s blood glucose level. The cartridge was replaced, and the customer successfully resumed insulin therapy.